Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an intermittent alert alarm with the level sensor. The disconnect logo on the safety monitor was illuminated. The device was not changed out, as they turned off the level sensors. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00296.